Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and a preliminary evaluation was performed. The evaluation was not able to reproduce the customer issue. The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).